Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 did not open due to a failed guide rail. The field service engineer (fse) diagnosed the failed guide rail as the cause and returned to replace the broken guide rails. Drawer operation was restored and verified after replacement. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to recover. The customer tried to reboot and recover but issue was not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.